Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint, however the device evaluation is still in progress and has not been completed. A follow-up MDR will be submitted once the device evaluation has been completed or if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument would not adequately seal. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the vessel sealer extend instrument would not "fire/seal/register". The instrument was replaced and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and obtained the following additional information: the csr followed up with the reporter and was not able to get an exact issue for the vessel sealer extend. The original reporter stated the vessel sealer extend "would not work" and suspected that there was a sealing issue or recognition/registering issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure mode. A visual inspection was conducted and there was no damage to the conductor wire. The energy delivery test on the system could not be performed due to the integrated cable being cut, but the electrical continuity test passed. Sql logs did not show any failures.